Event description:
During baxter's eval of a spectrum pump heat damage was identified. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the heat damage which was observed during eval on the input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.